Event description:
Can hardly walk, she has to use a walker to get around [difficulty in walking] injection in her left knee and ever since she has been in pain/more pain than she was before getting the injection/got worse [arthralgia aggravated] ([lack of drug effect]) takes the shot in her knees about every 3 months and it helps for a while, then states he's not sure if it helps at all [therapeutic product effect incomplete] case narrative: initial information received on 18-oct-2022 from canada regarding an unsolicited valid serious case received from the patient's husband. This case involves a 85 years old female patient who had can hardly walk, she has to use a walker to get around, injection in her left knee and ever since she has been in pain/more pain than she was before getting the injection/got worse and takes the shot in her knees about every 3 months and it helps for a while, then states he's not sure if it helps at all while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthropathy. Concomitant medications included triamcinolone acetonide (kenalog 40). On an unknown date, in (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate, strength: 48 mg/6ml injection in her knees (with an unknown batch number, expiry date, dose) for pain and suffering. Batch number was requested. It was reported that his wife had problems with her knees. She took the shot in her knees about every 3 months and it helped for a while, then stated he was not sure if it helped at all (therapeutic product effect incomplete) (latency: unknown). He was asking if the shots should be continued at his wife's age and was referring to synvisc-one. It was reported that his wife received this injection in her left knee about 3 weeks ago, and ever since she had been in pain (arthralgia) (intervention required) (onset: (B)(6) 2022, latency: unknown). Probably more pain than she was before getting the injection. She could hardly walk (gait disturbance) (disability, intervention required) (onset: (B)(6) 2022, latency: unknown) and she had to use a walker to get around. She received kenalog 40 in the past, and that worked well and was asking if she could get that shot now if she already got the synvisc one. It was also asked if this was normal that it did not work at all. He stated that it never even helped a little, got worse (drug ineffective), and she was still in pain and suffering. The patient received cortisone injections every 3 months and it helped a little. He asked if it was safe to take cortisone injections after getting a synvisc-one injection. It was also mentioned that they paid and explained that because he resides in canada and purchased the synvisc-one in canada. Action taken: not applicable for all events. Corrective treatment: cortisone for arthralgia; uses a walker for gait disturbance; not reported for rest of the events outcome: unknown for takes the shot in her knees about every 3 months and it helps for a while, then states he's not sure if it helps at all with no reported adverse event, injection in her left knee and ever since she has been in pain/more pain than she was before getting the injection/got worse. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for synvisc one. Batch number: unknown. Sample status was not available. Ptc stated: the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the non-conformance process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 04-nov-2022 with summarized conclusion as no assessment possible. Additional information was received on 04-nov-2022 from other healthcare professional (from quality department). Gptc results were received and added. Text was amended accordingly. Additional information was received on 28-nov-2022 from patients husband. The case updated to serious due to events gait disturbance and arthralgia. Events of injection in her left knee and ever since she has been in pain/more pain than she was before getting the injection/got worse and can hardly walk, she has to use a walker to get around added. Corrective treatment added. Text amended accordingly.